Event description:
Device issue: device did not operate as expected. Time of device issue: after vessel closure. Adverse event: failure to achieve hemostasis, hematoma. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, six hours after what was described as a "nice closure", the pt developed bleeding and a large hematoma at the access site. Manual compression was used to express the hematoma and achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.